Event description:
It was reported to medtronic minimed that the insulin pump was not working, and the customer reported the loss of communication between the insulin pump, transmitter, and mobile app. The customer also reported that due to a power loss alarm, the communication issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no unexpected battery power loss noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: (B)(6) 2025 01:22:00.000. Replace battery alert was found on: (B)(6) 2025 10:53:01.000. (B)(6) 2025 11:03:00.000. Replace battery now alarm was found on: (B)(6) 2025 11:24:00.000. (B)(6) 2025 11:34:00.000. Power loss alarm was found on: (B)(6) 2025 11:55:29.000. (B)(6) 2025 11:55:37.000. Pump error 23 alarm was found on: (B)(6) 2025 11:35:04.000. (B)(6) 2025 11:45:00.000. Earliest power data available per the power management tool/detail trace file is on 11-oct-2025 at 03:42:00.000. There was no power data available for the date of 09-oct-2025. Unable to check power data for low battery alert, replace battery alert/replace battery now alarm, power loss alarm and pump error 23 alarm. No unexpected low battery alert, replace battery alert/replace battery now alarm, power loss alarm and pump error 23 alarm noted during testing. However, in further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 10/09/2025 01:22:00 after more than 7 days at 9.31 days. Battery cycle 2 received the lowbatteryalert (104) on 09/29/2025 08:03:00 after more than 7 days at 7.9 days. Battery cycle 3 received the lowbatteryalert (104) on 09/20/2025 12:25:00 faster than expected at 6.76 days. With reference to the baat tool instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file, there were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 12-oct-2025. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. No pump/transmitter communication anomaly noted. Pump properly paired to minimed mobile app on a samsung galaxy s21 phone and apple iphone 06. No pump/mobile (bluetooth) communication anomaly noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Unexpected battery power loss was confirmed, suspected on hw. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Customer alleged for pump/transmitter communication anomaly and pump/mobile (bluetooth) communication anomaly were not confirmed. However, unexpected battery power loss was confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.